Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Simplex p-japanese twin pack cement was attempted to used for the tha but it hardened than usual and was discarded. The cement could not be injected with a cement gun as it became too fast to be hardened. The cement was exchanged with the same new one.

Manufacturer narrative:
An event regarding the setting time involving simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The laboratory report shows that the samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Simplex p-japanese twin pack cement was attempted to used for the tha but it hardened than usual and was discarded. The cement could not be injected with a cement gun as it became too fast to be hardened. The cement was exchanged with the same new one.